Event description:
Distributor requested repair of an ambulatory infusion pump due to a "false no disposable alarm". No patient details were provided.

Manufacturer narrative:
One cadd® cadd-legacy plus pump was returned for analysis. The customer's reported problem was "false no disposal alarm". Replaced downstream sensor, lens, battery door, calibrated device, and reinstalled software.